Event description:
It was reported that the patient had to self-administer non routine treatment due to hypoglycemia on (B)(6) 2026. The patient¿s blood glucose levels drop to below 40 mg/dl whilst wearing the pod for longer than 48 hours on the abdomen. The patient began experiencing vomiting, shakiness and sweating, and sought the advice of a doctor via a phone call. The patient was advised to take sugar and snacks, orange, milk and to seek treatment at the emergency room (ER). The patient decided not to go the ER but followed the other advice and, in addition, self-administered nasal glucagon. The pod was worn throughout the event, and the patient stated that they wear all pods to the full 72 hours to avoid wasting insulin. The patient has now discarded the pod associated with this event.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not reported. Omnipod software app version: not reported. Operating system: not reported. Hardware: not reported. Cgm sensor type: not reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.